Event description:
A 2-day-old infant was receiving nasal CPAP per a ventilator. On this ventilator was a heated humidifier which has a temperature probe to monitor the water temperature. The alarm had been muted after the machine was turned on. The alarm did not automatically reset as it is supposed to. As a result, the water temperature became too hot and the hot vapors caused a burn on the nasal septum. The nasal septum area became discolored and a few days later, a yellow serous drainage was noted. This burn required medical intervention but did not require surgical intervention. However, a plastic surgeon was consulted and the infant will have an add'l outpt evaluation to evaluate if any further treatment needs to be done. At this point, no further treatment is anticipated. After the water vapor was noticed to be too hot, the machine was removed and the alarm was tested again. Again, the alarm did not automatically reset as it should.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, telemetry failure, none or unknown, humidifier. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.